Event description:
It was reported that the device was explanted; however, the explant reason is unk. No further details were provided. Device is not available.

Manufacturer narrative:
Device not returned.